Manufacturer narrative:
Intermittent button response noted during testing due to corroded keypad traces. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had issues with the act button on the insulin pump. The act button did not always respond. The keypad's sticker was fading. Customer's blood glucose level was 250 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.